Manufacturer narrative:
(B)(4) ¿ undefined recurrence; dyspareunia; partner scratched during intercourse. Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence, pelvic organ prolapse, cystoscopy, and rectocele. Following implantation it was reported that the patient experienced pain, erosion, recurrence, dyspareunia, partner scratched during intercourse. The patient underwent removal of eroded mesh on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat cystocele concurrently with anterior/posterior repair and a cystoscopy. No additional information was provided. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05314. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that following insertion the patient experienced pain, erosion, recurrence, and dyspareunia. No additional information was provided. (B)(4).